Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6) 2011 with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). The bsc sales representative was present at the prolieve treatment procedure and he reported the case proceeded normally and there were no issues. The patient reported no discomfort during the procedure. The patient had normal voiding immediately following the prolieve procedure on (B)(6) 2011 and was sent home without a catheter. Follow up with the complainant revealed that the patient had normal voiding on (B)(6) 2011. The patient contacted the doctor's office on the morning of (B)(6) 2011 stating he had abdominal pressure and pain. He came into the office and they sent him to the emergency room (ER). In the ER, it was discovered that the patient was in retention. He was sent back to the doctor's office to have a catheter placed and to have his bladder drained. The doctor's office drained approximately 1500cc urine at 5pm on (B)(6) 2011. The patient was sent home with a catheter that evening with instructions to check back with the office on monday, (B)(6) 2011; there were no signs of infection. The patient went to the ER mid-morning on (B)(6) 2011 with numbness and tingling on his left side. The doctor's office called the patient on (B)(6) but was unable to reach the patient. The office did reach the patient's brother, who informed them that the patient expired. The doctor's office was told that the patient was admitted to the hospital and expired while waiting to have a cat scan of his head on (B)(6) 2011. The doctor has not confirmed the date of death as (B)(6) 2011. The physician did not make an assessment of relationship between the prolieve treatment and the death. Follow up with the family indicated that the patient's cause of death was a stroke. The patient had high blood pressure, but was otherwise "very healthy". No autopsy was performed.